Event description:
It was reported that the user experienced a hyperglycemic event while using the ilet system despite announcing and eating as usual, and the agent advised that prior reliance on meals as corrections could lead to maladaptation to meals. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, no reported emergency treatment, and education on troubleshooting was provided. Investigation included a case review and user troubleshooting with education, and an alert code of 291 was noted. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event attributed to uncertain cause related to glycemic control behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.